Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right insert was protruding through right cornua"), fallopian tube perforation ("migration of essure device location of device: unknown/ perforation (fallopian tube(s)"), device breakage ("device breakage") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 641419, 664591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, hypothyroidism, group b beta haemolytic streptococcus positive, asthma, stomach pain, fatigue, weight loss and anxiety. Concomitant products included bevacizumab (avastin), carboplatin, dexamethasone (dexamethazon), levetiracetam (kepra), levothyroxine sodium (levothyroxin), lomustine and prenatal vitamins. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal/heavy menstrual bleeding"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), vaginal infection ("infection") with vaginal discharge, dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping,"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary tract infection"), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (procedure to remove essure, including bilateral tubal ligation and removal of right insert), surgery and surgery. Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, back pain, dysmenorrhoea, vaginal infection, dyspareunia, migraine, alopecia, abdominal pain, vulvovaginal pain, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, headache and weight increased had resolved and the menorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: test confirming complete occlusion fallopian tubes the operative report from plaintiffls removal procedure conflrms that a portion of such right essure insert was protruding through plaintiff's right cornua. Lot number: 641419. Manufacturing date: 2009/05. Expiration date: 2012/05. Lot number: 664591. Manufacturing date: 2009/08. Expiration date: 2012/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right insert was protruding through right cornua"), fallopian tube perforation ("migration of essure device location of device: unknown/ perforation (fallopian tube(s)"), device breakage ("device breakage") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 641419, 664591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, hypothyroidism, group b beta haemolytic streptococcus positive, asthma, stomach pain, fatigue, weight loss and anxiety. Concomitant products included bevacizumab (avastin), carboplatin, dexamethasone (dexamethazon), levetiracetam (kepra), levothyroxine sodium (levothyroxin), lomustine and prenatal vitamins. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal/heavy menstrual bleeding"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), vaginal infection ("infection") with vaginal discharge, dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping,"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary tract infection"), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (procedure to remove essure, including bilateral tubal ligation and removal of right insert), surgery and surgery. Essure was removed on (B)(6)2010. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, back pain, dysmenorrhoea, vaginal infection, dyspareunia, migraine, alopecia, abdominal pain, vulvovaginal pain, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, headache and weight increased had resolved and the menorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6)2009 : test confirming complete occlusion fallopian tubes the operative report from plaintiffls removal procedure conflrms that a portion of such right essure insert was protruding through plaintiff's right cornua. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: new events: vaginal haemorrhage, urinary tract disorder, bladder disorder, device breakage, urinary tract infection, headache, fallopian tube perforation, weight increased were added. Reporter, patient demographic information, other relevant history updated. Product batch number added. Previously reported all symptoms resolved except "menorrhagia and abdominal pain lower". Concomitant drugs added. On (B)(6)2018: mr received: reporter added, other relevant history updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right insert was protruding through right cornua") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("abnormal/heavy menstrual bleeding"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), vaginal infection ("infection") with vaginal discharge, dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping,") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (procedure to remove essure, including bilateral tubal ligation and removal of right insert). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, menorrhagia, back pain, dysmenorrhoea, vaginal infection, dyspareunia, migraine, alopecia, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, uterine perforation, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: test confirming complete occlusion fallopian tubes the operative report from plaintiffs removal procedure confirms that a portion of such right essure insert was protruding through plaintiff's right cornua. Most recent follow-up information incorporated above includes: on 15-nov-2017: event pelvic pain, abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding was added no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right insert was protruding through right cornua") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal/heavy menstrual bleeding"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), vaginal infection ("infection") with vaginal discharge, dyspareunia ("pain during intercourse"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (procedure to remove essure, including bilateral tubal ligation and removal of right insert). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, menorrhagia, back pain, dysmenorrhoea, vaginal infection, dyspareunia, migraine and alopecia outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, uterine perforation and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: test confirming complete occlusion fallopian tubes the operative report from plaintiff's removal procedure confirms that a portion of such right essure insert was protruding through plaintiff's right cornua. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.